Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. During screw placement, the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the force and alerted the user. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
This was a l4-s1 perc with screws backing up an olif. They flipped patient from lateral to prone and then did a e3d spin. No issues with the spin, however the image quality wasn't great and made it difficult to see anatomy. Russell and the pa planned the initial screw trajectories and then dr. Williams came over and made final adjustments to the plan. He started with l4-left, then he place l4-right. He then placed l5-right, he noticed that the mis tower was significantly lower than his l4-right tower. He obtained a green check mark for all of his screws and did not give any extra rotations after the green check mark. We were not sure why this was the case. Before proceeding, we went and looked at the plan and the plan showed that 4 and 5 should have had the same height and depth. Once all the screws were placed, we took confirmation shots with the c-arm. Dr. Williams then pointed out to us that the l5-right screw was about a cm lower than l4. He then backed out the l5 screw to be more in line with his l4 screw. He placed 6 screws in total and 5 of the 6 seemed to be at the appropriate height/depth. Dr. Williams wants to know why the l5-right screw was placed lower than what his plan indicated.